Event description:
The customer reported the system shut down with a communication failure. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply an was replaced during the service call. The system was tested and found to be working as intended and put back into service.